Event description:
It was reported that the device had an electrical reset when the patient was receiving radiation therapy treatments. The device was reprogrammed to the original parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.